Event description:
ICU staff noticed a burn (reported as a 2nd deg. Burn) on the arm of a patient. Patient's arm was in contact with the breathing tube, exhalation side, and the burn marks matched the pattern of the tubing. Corrugation rings. Tubing did not feel hotter than normal. Very little water in the bowl of the humidifier. This is typical for this model humidifier, according to fisher paykel.======================health professional's impression======================rt respiratory therapist staff is perplexed because the temp of the tubing did not seem hot enough to cause a burn.======================manufacturer response for humidifier, model mr850jhu======================the humidifier does not heat up past 37c. They state that the patient should not be resting on the tubing. I asked if they could send me a copy of this. Have not seen it yet, but they said it is in the users manual. They were helpful and called be back to get this resolved. The patient had marks on his head when I went to inspect the environment and speak with staff. I have received two versions as to what caused it. One was a bis bispectral index monitor. The electrodes are much like a pulse ox sensor.the second explanation was that it was an eeg electrode. The eeg tech I spoke with said the patient had a high impedance and she had to prep the skin by scrubbing the forehead to get a good conduction.I was leaning toward the patient may have had skin sensitivity issues.